Manufacturer narrative:
The pump passed the delivery accuracy test. The pump was received with corroded keypad traces.

Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. Device was received with normal operating currents and no unexpected off no power or low battery alarm noted. All the buttons functioned properly and no button error alarm noted during testing. Device had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer's father reported via phone call that the insulin pump alarmed a button error alarm during normal use. Customer was unable to clear the alarm. Customer's blood glucose was unknown. During troubleshooting, found customer was hospitalized due to low blood glucose and ketones. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.